Manufacturer narrative:
Evaluation confirmed reported issue of shaft frosting. Failure was due to a vacuum sleeve malfunction.

Manufacturer narrative:
Issue identified during pretesting. No patient contact, slight delay to case.

Event description:
Renal probe failed during pretest. Frost up the shaft. Probe replaced with a new renal probe and case completed as intended.